Event description:
Patient went to ER after hearing patient alert. Interrogation showed a por had occurred. Later, unable to interrogate; device was pacing at vvi 65, per EKG. Device subsequently tested out of specification during mfgr's analysis.